Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿internal serial number mismatch¿ was confirmed. Internal serial number was found to be ((B)(6)), concluding that the internal serial number was never entered into the unit. External serial number was observed to be ((B)(6)). Internal serial number was flashed to match the external serial number using asm. Noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. On 27-nov-2024, syr device was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for normal processing. Noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.

Event description:
It was reported that the device had internal serial number mismatch. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.